Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Additionally, the distal lv (low voltage) electrode of the lead was covered in blood. Analyst comments stated that there was dried tissue/body fluid on the helix and the sleevehead prevents the helix from extending and retracting. (B)(4).

Event description:
It was reported that two days post implant the physician suspected a possible helix issue with the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.